Manufacturer narrative:
The device was received with the cannula assembly fully deployed and the formed needle fully retracted; the pink slide insert was visible through the viewing window of the top housing. Inspection of the needle mechanism found no damages or defects that would result in a needle mechanism failure. The downloaded data shows no abnormalities that would indicate a needle mechanism failure.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient¿s blood glucose (bg) reached over 400 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. It was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. As treatment, the patient gave a correction bolus and changed out the pod.